Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a perforation and high thresholds. A pleural effusion was also noted. The lead has been replaced. No complications were reported as a result of this event.